Event description:
The medical team in (B)(6) had an impella 5.5 support for 2 weeks when the pump was explanted due to hemolysis concerns. There was no further intervention needed. The pump when explanted was observed to have biomaterial adhered to the pump.

Manufacturer narrative:
The medical center in (B)(6) returned the impella pump product for benchtop analysis and hemolysis testing. The testing revealed the root cause to be biomaterial ingestion. When biomaterial was removed, the pump ran to specification. The failure mode will be monitored and trended.